Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical canada. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included all functional testing using the test multifunction cable and pads without duplicating the customer's report. An internal inspection of a multifunction receptacle found fretting. The customer's multifunction cable or pads were not returned for evaluation. The multifunction receptacle was replaced as a precaution. It is recommended to scrap the old multifunction cable and uses the new multifunction cable provided as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.